Event description:
It was reported that the customer experienced a low blood glucose event. The blood glucose reading was 38 mg/dl, which was treated with consumption of 4 glucose tablets. The customer stated that she had not eaten because she was in the middle of trying to complete a process using the insulin pump. She stated that she had the device connected and had forgotten to finish connecting and put everything together. She could not describe exactly what she had forgotten to do. She confirmed that she had not given herself the 7.6 units of insulin that was programmed into the device. The blood glucose reading rose to 77 mg/dl. All programming appeared to be correct, and the reservoir showed the same amount of insulin as was shown on the status screen. Advised the customer to monitor the device and blood glucose levels. She was also advised to consult with her doctor regarding low blood glucose. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.